Event description:
Customer is reporting a centrifuge bowl leak. Name and function of complainant: same as reporter. Customer called to report blood leak alarm at start of cycle 1. Customer stated there was blood sprayed on the walls of centrifuge. Customer aborted the treatment procedure and did not return any blood or products to pt. Cts asked customer if there were any alarms during prime. Customer stated no there were no alarms during prime. Cts asked if there were any occlusions or clotting observed in any part of the kit, customer stated no there were no occlusions or clotting. Cts asked customer if there were any air bubbles or fluid leaks observed anywhere throughout the kit, customer stated no she did not see any fluid leaks or air bubbles. Customer will not return kit for investigation.

Manufacturer narrative:
Batch record review: review of lot file a757 shows (B)(4) - the first (B)(4) kits were not screened for knot line defeat. The rest of the kits had the raw cassettes inspected. Lot was dispositioned as is. Testing shows one alarm for blood leak at photoactivation, no leak found, restarted. No bowl leaks noted. This lot met all release requirements. (B)(4) complaint database review: a review of complaints received for lot a757 was performed. There were two other centrifuge bowl leaks reported to date for this lot. No trends were detected. No product was returned by the customer for investigation. Therefore, the root cause of the leak could not be determined based solely on the info provided. (B)(4).